Event description:
The reporter stated that the blue top plastic layer of biopatch is very sticky to tegaderm or sorbaview dressing. Many times the peripherally inserted central catheter line was pulled out accidentally because it was difficult to get the biopatch plastic from the transparent film occlusive dressing. Integra requested add'l clinical info.

Manufacturer narrative:
Neither the biopatch catalog number nor the lot number was provided, therefore, the device history record (DHR) could not be reviewed as part of the investigation. In addition, there was no product returned for eval. Also, the last 3 lots at user facility had been requested but not provided at the moment of the closure of the investigation. The reported condition is the intended removal process of the biopatch product. Based on the application of the biopatch product, the unit is to be secured with a transparent film dressing, also called tegaderm, which maintains firmly in place the biopatch disk around the catheter insertion point to avoid infection. In the info leaflet provided by j&j marketing dept, the instructions to remove the biopatch unit state the following: peel film away from catheter, biopatch comes away with film. Given the fact that this is the intended removal process of the biopatch product, no corrective/preventive actions are deemed necessary at this time. The reported incident is not associated with a failure or malfunction of the biopatch device, however, this type of incident is being monitored for trending purposes. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.